Event description:
It was reported that a vascular stent foreshortened by approx 40mm while being implanted in the sfa. Reportedly, the silver portion of the catheter shaft was not completely within the introducer sheath during deployment, which made the device difficult to stabilize. Once deployed, the delivery system was removed without incident and a second vascular stent was advanced and implanted within the treatment site without further incident. No report of pt injury.

Manufacturer narrative:
The lot number for the device was provided. A review of the device history records is currently being performed. The stent remains implanted. The delivery system was discarded by the user facility. Therefore, a sample eval could not be performed. The investigation is currently underway.